Event description:
I had my 1st sling inserted in 2007, it was the transobturator tape tvt secur bladder neck suspension along with a posterior and anterior repair. From this 1st surgery which should have been outpatient ended up with me in the hospital 2 days. I had excessive bleeding of 250 ml from the surgery I was also required to have the vaginal pack kept inside me for a few days. I also still had the leakage. My doctor of course said it would get better and the bleeding was from the anterior or whatever he did to tighten me up while he put the sling in. I thought it was just something I had to go through while I healed. Well after about a month still having bleeding and leakage and now poking of something in the vagina area. I went back to the doctor he gave me the estrogen cream to put on and sent me on my way. Of course he told me I was the first person this had ever happen to. I don't really think he believed something was poking me the first time I told him, but after another couple weeks and the bleeding to stop and still leaking, I went back in and this time he could see the tape exposed from the vagina. It hurt every time you touched it, certain positions sitting it hurts and I now have the constant leak from when I get up after resting in the sitting position for very long. Well during this time which is now may 07, he schedules to do in office procedure of clipping off the exposed tape, I asked to keep what he cut away and he did just because I wanted to show my mother and husband what has been poking me for months now. Well after a few more weeks and still more pain I go back and the dr says he was going to go in and remove the tape beneath the urethra and then close the mucosa and if I demonstrated any urinary incontinence after this then he would then put in a preyfix bladder neck suspension -has anyone had a preyfyx mesh?- the preyfyx was placed and within 2 months, it also was showing erosion beneath the urethra. My doctor did another in office procedure to trim away any of the exposed mesh from my vagina that was poking me. It did help but I still feel it when I sit, and I am still leaking just as I did before any surgery. My doctor then said I should just go ahead and have the burch bladder neck suspension done and go ahead and repair a small cystocele at the same time. I have not had this removed and am in pain from it poking around inside my vagina area. It caused bleeding, it has destroyed any intimate life between me and my husband. This mesh needs to be banned! This is dangerous and should not be implanted in another person! Dates of use: 2007 -- 2009. Diagnosis or reason for use: urinary stress incontinence.